Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had high pace impedance measurements, with bipolar lead noise. It was thought that the lead was likely broken. The lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.